Event description:
Patient's spouse reported that the patient's neubulizer did not work and they had already talked with someone who was looking into it. The spouse was not sure but believes it was the manufacturer that might have been looking into it but they had not heard back. No missed dose or adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.